Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi mode. During re-interrogation, the device reset itself to the programmed settings. It was noted that the patient had underwent therapeutic radiation between (B)(6) 2015. The device was explanted and replaced. The patient's condition was fine post procedure.